Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not detected inserted batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't communicate with battery packs) has been confirmed. Upon investigation, the battery charger/modem was unable to recognize inserted battery packs. The cause for the failure was isolated corrosion on the battery board and bedside board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.